Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple altitude alarms. The customer is always able to clear the alarm and resume insulin deliveries. The customer's blood glucose level was not impacted.